Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was isolated to contamination on the response button switch. The response button cover was missing upon evaluation. The root cause of the defective response button was contamination due to expose to an unknown substance after the response button cover was damaged and missing due to physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had non-functional response buttons.